Manufacturer narrative:
(B)(4). The device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was sheared off. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m91g3f. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot. Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? ---no; if no: was the device on a vessel/artery when it would not open? ---no; if yes, how was the device removed? (I.e. Cut off, forced opened) ---na; if cut off, did this cause a change in the plan of care for the patient? --- na; did the removal cause any damage to the vessel/artery? --- na; if yes, what is the damage and how was the damage repaired? --- na; did the surgeon continue the case with this same device? --- no;

Event description:
It was reported that during a ladg, the jaws became not to open and close with the handle in about 10 minutes. The doctor commented that the device had not clamped clips and had been used properly. Another device was used to complete the case. There were no adverse consequences to the patient.